Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 6/5/2009 and was last repaired on 11/17/2012 as part of service and calibration. Evaluation of the device observed the device to not be operational. Prior to repair, the device was outside calibration specifications only at the zero thickness setting on the left side. In pos-repair, corrosion of the exterior motor casing was observed. The motor did not operate and became very hot, drawing amps outside motor voltage specification. The power switch passed a continuity test. Customer did not return a power supply with the device. Given the corrosion on the motor casing, it is likely that the interior of the motor was corroded as well, which likely caused the customer's reported event. The cause of the corrosion was likely due to the entry of moisture within the handpiece. Improper handing related to cleaning or sterilization of the unit most likely allowed moisture to enter the handpiece. In addition, improper handling likely caused the lack of calibration at the zero thickness setting. No information was obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have caused the corrosion on the motor. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer electric dermatome had no power and was not working. No additional clinical information was received prior to this report. If additional information is received, a followup report will be submitted.